Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 289 mg/dl for about one hour while the ilet displayed 0 units of insulin on board despite insulin remaining in the cartridge; the user restarted the device, and 0 units of iob persisted after five minutes, with no alerts or alarms reported and no backup therapy used. Symptoms included elevated blood glucose without acute clinical sequelae. Outcomes included no medical intervention, no ketone testing, and no healthcare facility involvement. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction and an undetermined cause for the hyperglycemia. It was concluded that the event was non-serious, with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.